Event description:
It was reported that the vertical lift column on the 9800 system would not work. Also the x-ray switch would not work. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps3 power supply and the x-ray switch were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.